Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 9. On (B)(6) 2025, non-osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility, fistula and inflammation. No further patient complications were reported.